Event description:
It was reported that before use of a bd vacutainer® sst¿ blood collection tube, air bubbles in the gel were observed. There was no impact on patients or users.

Manufacturer narrative:
The following information has been updated with corrected and/or additional information: d.9. Device available for eval? Yes. D.9. Returned to manufacturer on: 04-mar-2024. E.1. Initial reporter last name: (B)(6). E.1. Initial reporter city: (B)(6). Investigation summary: bd received one(1) sample and one(1) photo for investigation. The photo was reviewed and the customer¿s indicated failure mode for gel air bubbles was observed. Additionally, the customer sample was evaluated by visual examination and the indicated failure mode for gel air bubbles with the incident lot was observed. Complaints for sample quality are under statistical control for the month of january 2024. At this time, further testing is not indicated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode gel air bubbles. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. Bd quality will continue to monitor sample quality complaints.

Manufacturer narrative:
E1. Initial reporter facility name: (B)(6) hospital of zhejiang university school of medicine e1. Initial reporter phone number: (B)(6). H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that before use of a bd vacutainer® sst¿ blood collection tube, air bubbles in the gel were observed. There was no impact on patients or users.